Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the 5 upstream occlusions in 24 hours which were not reproduced. The device was tested with passing results. Upper and fluid numbers were found to be within specification. Review of the event history log confirmed the customer reported symptom "5 upstream occlusions in 24 hours." Based on the rates being used by the customer when experiencing upstream occlusion alarms, an infusion was run with a fluid filled set at a rate of 10ml/hr for 48 hours without occurrence of a false upstream occlusion alarm. It cannot be determined if the alarms are true or false. Device investigation was unable to reproduce the reported symptom or identify component causality. The device was able to perform test infusions without a false alarm and the ultrasonic sensor fluid readings were found to be within specification. No further action is required this MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-05196 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.